Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval observed the reported system error 105 at power up and was caused by a failed error and severed motor mount screws. The failed motor assembly and screws were replaced.

Event description:
It was reported that a spectrum pump displayed system error 105. Any pt involvement, injury or medical intervention is unk.